Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 180 mg/dl. Reportedly, customer loaded cold insulin into the cartridge. Customer continued to use the existing cartridge on the pump for insulin therapy.